Manufacturer narrative:
Investigation in progress. No additional info available at this time.

Event description:
It was reported that the instrumentation did not function correctly during the surgery. No impact to patient reported in this event.